Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, the valve of a flexor high-flex ansel guiding sheath dislodged. There have been "no major consequences" to the patient as a result of this event. Additional event and patient outcome information has been requested.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Summary of event: as reported, the hub/valve of a flexor high-flex ansel guiding sheath¿s dilator separated upon insertion of the device into the right femoral artery. The anatomy was not scarred, calcified, or tortuous. Resistance was not encountered upon insertion or removal of the device. The dilator was in the sheath lumen at the time of dilator hub separation. The device was removed and replaced. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The used complaint device was returned to cook for investigation. The hub was separated from the dilator. A slight flare was noted at the proximal end of the dilator; however, the flare did not match the manufacturing drawing. Cook concluded that the device was not manufactured to specification. A document-based investigation evaluation was performed. No related non-conformances were found, and there have been no other reported complaints for this lot number. The product IFU states ¿insert the dilator completely into the sheath. If the sheath has a tuohy-borst valve, tighten the value around the dilator.¿ the information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the complaint device was manufactured out of specification. However, because no additional complaints have been received from the field and no non-conformances were found on the lot, there is no evidence of additional non-conforming devices in-house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that a manufacturing and quality control deficiency contributed to this event. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
B3: although the date of event was originally reported as 23nov2022, the date of event is unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 02dec2022. The hub/valve of the dilator separated upon insertion of the device into the right femoral artery. The anatomy was not scarred, calcified, or tortuous. Resistance was not encountered upon insertion or removal of the device. The dilator was in the sheath lumen at the time of dilator hub separation. The device was removed and replaced. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.